Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. Upon visual inspection revealed that the device is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip does not show signs of activation. The pinch clamp has foreign material, presumably biological matter. When connected to the test generator, the electrode was immediately recognized. The ablation function was activated for one minute, the electrode worked as intended. The coagulation function was activated for one minute, the electrode worked as intended. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint cannot be confirmed. A root cause for the issue experienced by the customer cannot be established. As per IFU: instructions for use are specified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the healthcare professional in china that during a gluteal muscle contracture procedure on (B)(6) 2023, it was observed that the coolpulse 90 electrode with hand controls device was jammed and unable to ablate. During in-house engineering evaluation, it was determined that the pinch clamp had foreign material, presumably biological matter. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.